Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during implant, the apical coring knife was noted to be "not sharp at all" and did not cut into the apex of the left ventricle. The patient was reportedly not injured during the event. The surgeon used a scalpel to cut into the core of the left ventricle.

Manufacturer narrative:
The report of the apical coring knife not being sharp was confirmed. Functional sharpness testing was performed, and the force necessary to cut was higher than acceptable. Areas of the knife edge appeared bent and showed gouges. Further investigation by the supplier concluded that the cause of the dull knife edge was related to their cleaning process. To assure that all knives are sharp before shipment to the manufacturer, a functional sharpness test is now performed after cleaning by the supplier. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.